Manufacturer narrative:
Additional information regarding the event was requested but not provided. The 3f vascu PICC was returned for evaluation with approximately 45 cm of lumen attached. Visual inspection revealed a significant kink near the 2 cm mark. Functional testing was performed by clamping the distal end of the lumen with hemostats and then flushing through the luer. A leak was noted between the 4 and 5 cm marks. Under magnification there appears two parallel slits in the lumen. The device was further evaluated by medcomp engineering. The parallel marks/slits are confirmed. These slits are indicative of being "pinched". It cannot be determined when or how this may have occurred. The catheter was implanted for 2 days before the issue was noted. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. A root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following precautions: small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. Do not use sharp instruments near the extension lines or catheter lumen. Do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
PICC inserted on (B)(6) 2025. Fluid noted in dressing pm 0n (B)(6) 2025, reviewed by night doctor and medical team next day, advised not to use. Reviewed by nurse specialist am on (B)(6) 2025 flushed with dressing down, leaking near exit site, plan to not use and replace. PICC reviewed on removal, small hole noted on flushing around the 5 cm mark.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.